Event description:
It was reported that this pacemaker entered into safety mode, and it was explanted at a surgical intervention. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.